Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm as well as ongoing issues with the batteries were observed over the past year. The shelf life requirement, for the battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. Review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4) and one (1) critical battery alarm involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication errors between the controller and batteries. Additionally, two power disconnect alarms were recorded involving (B)(4) and (B)(4) that is also indicative of a communication error had occurred between the controller and batteries. As a result, the most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery/(B)(4)/ model #: 1650de/ expiration date: 2016-03-31. (B)(4). Yes, return date: 2015-11-19. Mfg date: 2015-03-31. (B)(4). Heartware ventricular assist system ¿battery. Battery/(B)(4)/ model #: 1650de/ expiration date: 2015-08-31. UDI #:unk. Yes, return date: 2015-11-20. Mfg date: 2014-08-31. (B)(4). Heartware ventricular assist system ¿battery. Battery/ (B)(4)/ model #: 1650de/ expiration date: 2015-09-30. UDI #:unk. Yes, return date: 2015-11-20. Mfg date: 2014-09-30. (B)(4). Heartware ventricular assist system ¿battery. Battery/(B)(4)/ model #: 1650de/ expiration date: 2014-12-24. UDI #:unk. Yes, return date: 2015-11-20. Mfg date: 2013-12-24. (B)(4). Heartware ventricular assist system ¿battery. Battery/(B)(4)/ model #: 1650de/ expiration date: 2014-09-30. UDI #:unk. Yes, return date: 2015-11-20. Mfg date: 2013-09-30. (B)(4). Heartware ventricular assist system ¿battery. Battery/(B)(4)/ model #: 1650de/ expiration date: 2014-09-30. UDI #:unk. Yes, return date: 2015-11-20. Mfg date: 2013-09-30. (B)(4). Heartware ventricular assist system ¿battery. Battery/(B)(4)/ model #: 1650/ expiration date: 2014-04-30. UDI #:unk. Yes, return date: 2016-09-20. Mfg date: 2013-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm as well as ongoing issues with the batteries were observed over the past year. There were no reported consequences or effect to the patient. The batteries were exchanged. No patient complications have been reported as a result of this event.